Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. This MDR represents the 3dmax mesh (device #2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1 ¿ left, device #2 ¿ right). Per op notes, ¿on left, inguinal hernia was taken down and a medium 3dmax mesh (device #1) was placed and secured to the cooper ligament and epigastric vessels. On right, a 3dmax mesh (device #2) was placed as a similar fashion of left and tacked.¿ (B)(6) 2013 -patient had chronic groin pain thereby underwent open repair with the removal of tacks. Per op notes, ¿on the right side, the tacks were unscrewed and removed. On left, thickened mesh (device #1) was noted.¿ (B)(6) 2014 ¿ patient was diagnosed with bilateral recurrent inguinal hernia and inguinodynia thereby underwent open repair with the partial removal of mesh (device #1, #2). Per op notes, ¿on right, laparoscopic mesh (device #2) in the preperitoneal space linear segment was removed and shouldice repair was done using sutures. Exact same procedure was done on left side and mesh (device #1) was removed. Then, the abdominal wall infection was noted.¿ (B)(6) 2015 ¿ patient was diagnosed with bilateral inguinodynia, bilateral nerve entrapment thereby underwent laparoscopic repair with removal of mesh (device #1, #2). Per op notes, ¿on both sides, lateral femoral cutaneous, femoral branch and genital branch were lysed and freed up. A small of mesh (device #1, #2) was densely adherent and ingrown in sac was left and major part of mesh (device #1, #2) were excised completely.¿